Event description:
The patient was having his ICD extracted secondary to infection. The device was turned off for the procedure but switched into safety mode during the procedure. The device proceeded to shock the patient twice. After the device was removed the manufacturer was contacted and will interrogate the device. Patient had undergone an MRI scan just before the extraction.======================manufacturer response for defibrillator, defib, crtd cognis n119 (per site reporter).======================field representative picked up defibrillator, plan is to have it interrogated.